Event description:
A journal article reported that three years after implant, the patient, implanted with one of four possible lead models, including medtronic models 6931, 6943, 6947, and 6949 received multiple inappropriate shocks. Interrogation of the device revealed oversensing and high impedance greater than 2000 ohms. The patient's entire system was extracted and replaced. Visual inspection of the right ventricular lead showed a lead fracture at the proximal segment where the the lead turned into the iliac vein. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. C. Ching, transiliac ICD implantation: defibrillation vector flexibility produces consistent success. Heart rhythm society, vol. 6, no. 7, pp. 978-983. Jul 2009.